Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, a damaged plug unit/video connector was found causing intermittent image, and the coupler was found to be damaged. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, the hd autoclavable camera head had no picture. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that communication failure occurred, due to damage of the video connector. And the image is not displayed temporarily. The cause of the damaged video connector could not be determined. The phenomena can be prevented by following, the description in the instructional manual which states: "do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.